Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received states the patient was seen in follow up and the bandage contact lens was removed and the patient's symptoms resolved. The patient returned to the office three weeks later with similar symptoms but not nearly as significant. A new bandage contact lens was inserted for comfort and will return at a later date for follow up.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the (B)(4) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient presented with losing sleeping, pain in both eyes at night and blurry vision in the morning four months post photorefractive keratectomy. The patient was noted to have the symptoms of recurrent erosions without the corneal findings. A bandage contact lens was place on both eyes for three weeks and then will begin topical sodium chloride hypertonicity ophthalmic ointment at night. The patient will continue to be monitored. Additional information requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.